Manufacturer narrative:
This report is being supplemented to provide additional information based on customer provided cleaning process, and the legal manufacturer's investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. There was delay in the start of the precleaning, but no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges, and flushed the air/water nozzle with water and air. Lastly, they flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 11 years since the subject device was manufactured. Based on the results of the investigation, there is a possibility that the foreign material remained due to physical damage of the device, causing deviation from the reprocessing methods per the instruction manual. However, the root cause of the event could not be confirmed. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire, the adhesive on the bending section cover had a crack and a white clouded area, the air supply volume, water supply volume, and water removability did not meet standard value due to the clogged nozzle, the image guide protector was damaged, the suction cover plate was peeling, the objective lens had a crack, the nozzle was deformed, the plastic distal end cover and connecting tube was scratched, the connecting tube was buckling and had a wrinkle, the suction connector and right/left knob had discoloration, the protector of the universal cord on the suction connector side and control section side had a scratch, the universal cord, switches 1 and 2 had a scratch, the paint on the air/water cylinder and suction cylinder was peeled, the grip and suction cylinder was shaved, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.